Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative aligned the aberrometer and tightened screws while applying loctite to prevent it from becoming loose again. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose dovetail. Additional information received states no patient harm or unexpected outcome related to the loose dovetail.